Event description:
Medtronic representative reports that during surgery impedances were over 4000 on 0 & 1. Tried 2 different leads only to discover the toughly needle had perforated the skull. The doctor did normal troubleshooting and found that impedances were over 4000 on 0 & 1. The doctor did not have ens and snap-adapter to determine whether it was lead or extension at fault. Thought the problem was the lead, and pulled the lead and tried a second one. Again was getting very high impedances on electrodes 0 & 1 over 4000, but 2 & 3 were ok. Doctor removed sterile field and finally discovered that reason for high impedances was that toughly needle had perforated the skin and lead was going straight out. Put in a new toughly needle, put in a third lead and all ok. The doctor could not see it initially because it was under the sterile drape. Hole in skin was sewn up where it was perforated. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4): reason for late MDR due to implementation of process improvement.